Manufacturer narrative:
Received one used 124350489 primary y-type blood set filled with blood. The blood had coagulated, and flow was not able to be established through the set. The set could not be tested due to the set being filled with coagulated blood. The reported complaint could not be confirmed. A device history review (DHR) lot # review could not be conducted because not lot number(s) was/were identified. D9: device returned to manufacturer on 9/15/2023.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch where it was reported that the pump was not functioning in the operating room during a procedure. The blood would not flow to the patient. The tubing was replaced and the issue was resolved. There was patient involvement and no adverse event reported. The tubing was replaced and the issue was resolved. This captures 1 of 3 occurrences.